Event description:
It was reported that patient underwent total elbow arthroplasty on (B)(6) 2006. Subsequently, a revision procedure was performed on (B)(6) 2012 due to humeral loosening. The humeral component and condyles were removed and replaced. No further information has been reported to date.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, and/or excessive activity." Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2012-00122 and 00123).

Manufacturer narrative:
Evaluation found the device to be out of specification, however, it cannot be determined if the condition contributed to the reported event.